Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said their unit is not working properly. Patient said when they turn on the controller they are seeing settings not available cannot provide your desired intensity settings. Patient stated they had to take the battery off last night and put it back in and change things around. Patient mentioned they are on program c and they get the intensity and when they hit the lightning bolt stimulation on or off they go through all 4 programs and they are not feeling the stimulation. The patient was redirected to their healthcare provider to further address the issues. Pt stated they are going to get a heart catheter put in today. Pt was happy about the device and mentioned something about the controller messing up the settings. When asked for event date, pt did not clarify and stated they have a new issue every week so they cannot tell agent when the issue actually started.